Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) exceeded 500 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Despite correction bolus delivered, patient's bg did not improve. Subsequently, patient visited the hospital and received diagnosis of high bg. Treatment included an electrocardiogram (EKG), blood thinners, and an unspecified mode of treatment for high bg and "toxic blood levels." It should be noted that blood thinners were administered due to a previously diagnosed heart attack as a result of a clogged artery. Patient's husband was unable to decipher the lot and sequence numbers on the device, therefore, could these could not be obtained.

Manufacturer narrative:
We reached out to patient, in good faith, to follow up on outcome of reported hospitalization. Patient advised of no further complications after hospitalization and everything was "okay."